Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunctions reoccur, which they understood and acknowledged.